Event description:
The ink on the inner wrap flaking off in little black flecks from the package. The flecks seems to flake off where the package is "creased or folded". The account is concerned that the small flecks could fall off the glove and get in the eyes of pts. There was no report of injury or incident.